Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, there was frequent disconnection issue. The customer reported that the problem persists for a duration of ten to fifteen minutes, causing a delay in medication dispensing to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were frequent and lingering disconnection issues. A technical support specialist changed the display setting for non-communicating devices from ten minutes to twenty minutes to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, there was frequent disconnection issue. The customer reported that the problem persists for a duration of ten to fifteen minutes, causing a delay in medication dispensing to the patient. There were no adverse events or injuries reported based on this incident.